Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6) medical center. (B)(6) md. Operative report. Assistant: (B)(6) md. Preoperative diagnosis: multiple incisional hernias after a trauma laparotomy. Postoperative diagnoses: incisional hernia at the umbilical area incarcerated with omentum and then multiple small incisional hernias in a swiss cheese pattern on the epigastrium. Procedure performed: extensive lysis of adhesions. Laparoscopic repair of multiple incarcerated hernias with mesh. Anesthesia: endotracheal. Blood loss: 10 cc. Indications for operation: this is a very nice 51-year-old gentleman that suffered a car accident and received a trauma laparotomy where the spleen was removed. The patient had a midline laparotomy that extended to the left upper quadrant with multiple incisional hernia at the epigastrium and also umbilical hernia. With this diagnosis, the patient was brought to the operating room for surgical treatment. Description of operation: ¿the patient was brought from the preoperative area and was placed supine upon the operating room table. General endotracheal anesthesia was achieved by the anesthesia team. Sequential compression devices and a foley catheter was placed by the surgical resident. Then, the abdomen was prepped and draped in the usual sterile fashion. The operation was started by placing a veress needle in the left upper quadrant and 20 mmhg pneumoperitoneum was created and then a diagnostic laparoscopy was performed inserting a 5-millimeter trocar in the left flank using the optiview technique. A diagnostic laparoscopy showed multiple adhesions from the omentum to the abdominal wall and the veress needle to be in an area with no adhesions. The veress needle was retrieved and then the pneumoperitoneum was lowered to 14 mmhg pneumoperitoneum. Another 15-millimeter trocar was placed in the left lower quadrant and another 5-millimeter trocar was placed in the left upper quadrant. Using sharp and blunt dissection, the adhesions were removed from the abdominal wall and also using the harmonic scalpel. The hernias were incarcerated with omentum that was reduced exposing a ring of 3-centimeters at the umbilical area. Then, the lesions continued up in the upper part of the epigastrium that were also lysed with blunt and sharp dissection using the harmonic scalpel. Once all of the adhesions were cleared, the falciform ligament was taken down in order to adequately insert the mesh. The patient had at least four small incisional hernias at the epigastric area with omentum on it. These were all reduced. Once all the adhesions were taken down, there were two defects, multiple ones at the epigastric area and a 3-centimeter one at the umbilical area. So, we chose to place a 20 x 15 gore-tex dual mesh to obliterate the defect. Zero-ethibond sutures were placed on each corner of the mesh. Then, the mesh was rolled and was placed inside the abdomen through the 15-millimeter trocar. Once was [sic] the mesh inside, it was extended and positioned in place and using the suture passer device the mesh was attached to the abdominal wall using the stay sutures. Once the sutures were completely attached to the abdominal wall, there was enough coverage in the epigastric area and also in the umbilical area covering the defect with at least 3-centimeters overlapping. So, the sutures were tacked to the abdominal wall and then using the endotacker the mesh was completely attached to the abdominal wall using the endotacker device. The tackers were placed every 3-centimeters then another 5-millimeter trocar was placed in the right flank to complete the tacking on the left side of the mesh. Also some tackers were placed in the middle of the mesh to completely attached and decrease the dead space. Satisfied with the mesh placement, the pneumoperitoneum was evacuated, and all the trocars were retrieved under vision. The 15-millimeter defect was closed endoscopic with a suture passer device and a 0-vicryl completely occluding the trocar site. Then, the pneumoperitoneum was evacuated. All of the trocars were retrieved under direct vision. All of the trocar sites were closed with 4-0 monocryl and dermabond for the skin and a skin dressing. The patient was awakened in the operating room and sent to recover in stable condition. Intraoperative instrument, needle, and lap count was correct times two.¿. (B)(6) 2011: (B)(6) hospital. Perioperative nursing record. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 06777321. W.l. Gore & associates. The record confirms a gore® dualmesh® plus biomaterial (1dlmcp06/06777321) was implanted during the procedure. (B)(6) 2012: (B)(6) hospital. (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnoses: recurrent incarcerated incisional hernia. Postoperative diagnosis: recurrent incarcerated incisional hernia. Procedure performed: laparoscopic repair of a recurrent incarcerated incisional hernia with mesh. Anesthesia: general endotracheal. Blood loss: 50 cc. Indications for operation: the patient suffered a motor vehicle accident in the past and received a midline laparotomy. He later had an incisional hernia that was fixed with mesh. This was done last year. Now, the patient showed up in clinic with a recurrent incarcerated hernia with colon. This is very symptomatic and is on the epigastrium, reason why the patient looked for surgical treatment. Description of operation: ¿the patient was brought from the preoperative area and placed supine on the operating room table. General endotracheal anesthesia was achieved by anesthesia team. Scds [sequential compression devices] were placed by the surgical resident. The abdomen was prepped and draped in sterile fashion. The operation started by placing a 5-mm trocar in the right flank using optivu technique. A 12 mmhg pneumoperitoneum was created and a diagnostic laparoscopy showed adhesions from the previous operations. Another 5-mm trocar was placed in the right upper quadrant and another 12-mm trocar was placed in the left lower quadrant and the right lower quadrant. With sharp and blunt dissection, all the adhesions from the previous operations were lysed, exposing a gore-tex mesh that was placed previously laparoscopically. It was noted that in the upper portion close to the epigastrium, the mesh was detached and there was a recurrence where the colon incarcerated. With blunt and sharp dissection, the colon was mobilized and removed from the hernia sac. All the lysis of adhesions were complete and the defect measured 5 cm between the epigastrium and the superior edge of the previous mesh repair. Careful hemostasis was achieved and then a piece of 20 x 20 gore-tex mesh was introduced inside the abdomen. Zero ethibond sutures were placed on each corner of the mesh and then the mesh was unrolled and placed in the way to cover the defect with at least 5 cm in each direction. Using the suture passer device, the mesh was anchored to the abdominal wall using the sutures and then tying it in position. Satisfied with the mesh placement and the coverage of the defect, then the tacker device was used to secure the mesh all around the circumference and also it was sutured to the previous mesh. Then, interrupted 0 pds sutures were placed above the epigastrium, over the ribcage, and in order to anchor the mesh just above the rib cage. Then the endo tacker device was used to secure the mesh in this position in this area. Satisfied with the mesh placement and the coverage, careful hemostasis was achieved and the pneumoperitoneum was evacuated and the trocars were removed under direct vision. Marcaine 0.25% was infiltrated in all the wounds and all the trocars were closed with 4-0 monocryl and dermabond skin dressing. The patient was then extubated in the room, transferred to recovery in stable condition. At the end of operation, instrument and lap counts correct x2.¿. Product identification records for the alleged ¿gore-tex mesh¿ were not provided. (B)(6) 2012: (B)(6) hospital. (B)(6) md. Radiology-xr abdomen acute/obstructive series. Indication: nausea, vomiting, abdominal distention. Findings: multiple images of supine abdomen demonstrate dilatation of small bowel loops largest diameter measuring 3.7 cm. These dilated bowel loops are seen in the left upper abdomen right upper abdomen. On sitting upright view no significant air-fluid levels are demonstrated. Also seen findings of ventral hernia repair with meh in the mid abdomen region. Moderate amount of fecal matter in the entire colon and air in the rectum. Normal heart size. Lungs slightly hypoexpanded; there is opacity right perihilar. I believe this is partial atelectasis. Recent history of ventral hernia repair from dr. K. Timbers. Impression: dilated small bowel loops represent adynamic [sic] ileus status post abdominal surgery though the possibility of partial distal small obstruction cannot be ruled out if indicated could be clarified with CT of the abdomen. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding . H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complain and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ the instructions for use further state: ¿staples or helical tacks (also known as helical coils) can be used as an alternative to sutures. Staple size and staple or tack spacing should be determined by surgeon preference to provide for adequate tissue fixation and to prevent reherniation.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. All fixation devices should be used in accordance with the manufacturer¿s instructions for use. The physician should reference the manufacturer¿s instructions for use and any supporting clinical literature regarding any potential warnings, precautions, and adverse events related to fixation devices. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06777321 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred. It was reported the patient alleges the following injuries: mesh detached requiring revision surgery on (B)(6) 2012. Additional event specific information was not provided.